Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "alarm 49" was confirmed on-site by a baxter field service technician during device evaluation. The root cause of the 49 alarm was due to damaged batteries, which were replaced to resolve the issue. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had alarm 49. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.